Event description:
It was reported that intra-operatively, the long catheters were found to be tenting the inominate vein. A right sided placement was noted. No other details provided but customer feels catheter perforated vessel. Intervention and/or treatment details not available. There is no report of further pt complication or adverse sequelae.